Event description:
It was reported that the patient presented to the hospital for a lead revision. The patient's right atrial (ra) lead was unable to capture due to the ra lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in a stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found, the helix to be fully extended with sign of blood. X-ray examination found, the over-torqued inner coil consistent with procedural damage. Electrical testing found, no fractures or internal shorts. No other anomalies were seen.